Event description:
Facility reported an internal blood leak at the beginning of the treatment (29th use). Estimated blood loss 250cc. The circuit was discarded and a new setup was used without further incident. No medical intervention. No patient ill effect. Sample not available for examination. MDR filed on bloodloss.